Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. H6: results code - product performance engineering could not determine a conclusive root cause for the stent dislodgement. The second rx vision indicated in b5 and d11 is being filed under the same manufacturer report number. Evaluation summary quality assurance analysis revealed that the catheters were returned with blood and contrast visible on the balloons and on the shafts. There was contrast visible in the balloons and in the inflation lumens. Neither the protective sheaths nor the stent were returned. The balloons were loosely folded. There were crimp marks on the balloons between the markers. There were bends in the shaft of the first catheter 35 cm and 51 cm distal to the strain relief tubing. There were bends in the shaft of the second catheter 4 cm and 39 cm distal to the strain relief tubing. No other damage to the catheter was noted. Product performance engineering reviewed the incident information and analysis of the returned devices. It was reported that the stents were missing from the balloons, but this was not noted until under fluoroscopy, as no visual inspection was performed prior to use. Quality assurance analysis cofirmed that there were no stents on the balloons and no stents were returned with catheters for analysis. Crimp marks were present on the balloons, between the markers, suggesting the stents were properly positioned at the time of manufacture. Review of manufacturing records indicates that lot release testing for crimped stent diameter and stent movement were within specification. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal; however , in this case, a conclusive root cause cannot be determined. The only damage to the returned catheters were bends in the hypotubes. This was not reported as part of the incident and likely resulted from handling during the packing on the devices for shipment back to abbott for evaluation. This damage does not appear to be related to the reported device issue. It should be noted that the instructions for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without properly mounted stent. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that both rx vision stent delivery system (sds) devices used in this case did not have stents on the balloon. It was also stated that no visual check of the device was performed prior to use in the patient. The stents were found to be missing during use, on fluoroscopy, when an attempt was made to deploy the stents. It was also stated that the stents were never on the balloons. Reportedly, there were no patient effects. No additional event or patient information is available. This is being reported based on the product evaluation, which revealed crimp marks visible on the balloons, suggesting that the stents were originally positioned correctly and securely at the time of manufacture.